Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: device breakage. Time of malfunction: during vessel closure. Symptoms/ae: surgical intervention. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, "the distal part of the device broke off during retracting and remained in the right femoral artery". The vessel was bleeding strongly. The left femoral artery was repunctured (the patient had 2 puncture sites due to core valve implantation) and the distal part of the right femoral artery was intentionally blocked with a 20mm balloon to control the bleeding. The right femoral artery was exposed by surgery and a "massive defect" was noticed at the descending area of the deep femoral artery. It is unknown if this finding is related to the prostar device. The defect was covered by a pericardiac patch. A small leak at the superficial femoral artery (which was the original puncture site) was closed by suture and the bleeding had stopped completely. An angiogram showed a good blood flow. There were no other adverse patient effects reported. Additional information has been requested.